Event description:
Pre-treatment temp. 95.4 maximum temp. 100.6 degrees f. Pt complained of chills approximate two hrs into the treatment. The physician was called. The treatment was discontinued. 80 mg gentamycyn and 1 gm vanco given. The pt went to the emergency room and was admitted. He is back at the facility.